Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive surgery (microdiscectomy) due to stenosis. Intra-op, the screw, that holds resistance and allows the pituitary to bite down on the tip, fell out. The product came in contact with the patient. No fragment of the broken product remained inside the patient. There were no complication or consequences reported to the patient in this event.